Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a picture was received for evaluation, and it was displayed an apparently sealed box of product code 1962, lot rsl5312 with an expire date of 2023-09-30. The only thing that could be observed within the picture is one label with barcodes. The lot number was entered in system and no results were obtained from the sites responsible to produce this product; the lot number was not recognized by database of ethicon.

Event description:
The complaint handling unit received an internal inquiry about suspected product in in haoran medical device co., ltd. Internal records were checked for product traceability information, but no records were found. The suspected products were found on the taobao website and wechat with a very low price.